Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure on (B)(6) 2019 (reference MFR. Report#: 1627487-2019-11015) the physician accidentally pulled the l5 lead out when trying to remove the fractured l4 lead. Physician decided to put a new lead in. As such, the l5 lead was explanted and replaced with a new lead to address the issue.